Manufacturer narrative:
H4: device manufacture date: june 25, 2020 - june 26, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) had a fluid leakage at the fillport. The issue was identified before use. There was no patient involvement. No additional information is available.